Event description:
Pt present to ed with complaints of nausea, vomiting, diarrhea, and was unable to keep fluids down. An influenza test was positive, so an IV was started for hydration. The pt began to complain of pain at the site of the IV present at that time, as well as the left antecubital site where the IV that had been inserted in the ed had been removed from. The left antecubital region was moderately red and swollen; blood cultures showed gram positive cocci. The pt then had a PICC inserted for antibiotic therapy and an extended length of stay. IV antibiotics were put through the line. The pt was discharged home two weeks later. The pt has not had any additional problems relating to the incident since being discharged.

Manufacturer narrative:
Conclusions: a root cause analysis could not be performed for this incident as the sample was discarded by the hosp, and therefore, not returned for eval. We were unable to review the device history as a lot number for this incident was not provided. In response to the request for additional info regarding report, 1. Has your firm received similar reports? Since october 2002, we have received two reports similar to this incident. An infection to the left distal forearm requiring antibiotic administration. Redness and puss at the IV insertion site. The infection resolved on its own for each of these incidents.